Manufacturer narrative:
Batch review performed on 01 march 2021. Lot 184201: (B)(4) items manufactured and released on 12-sep-2018. Expiration date: 2023-09-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Knee revision surgery 1 year and 2 months after primary for patient knee pain. The patient never reported instability, only pain. During the revision surgery, it was noticed that the tibial tray fixed cemented was loose. The surgeon revised successfully the tibial components, increased the size of the insert to add more stability and constraint, and added an offset connector and extension stem.